Manufacturer narrative:
As of this report olympus has not received the third-party culture testing to confirm this allegation. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer aspirates water through the channels and flushes out the air/water. It was not specified if the customer uses a detergent during the pre-cleaning process. The customer indicated that manual cleaning is performed within one hour after scope use. The customer did not specify if a detergent is used. During the manual cleaning process, the scopes forceps channel, suction channel, air/water valve, suction valve and the biopsy channel is brushed with an unspecified model of brushes. It was also not specified if the scope was manually disinfected. It was indicated that a leak test is performed during the manual cleaning process. For automated endoscope reprocessor (aer) treatment, an oer-3 machine is used with endoquick detergent and ¿product a¿ paa (disinfectant). The customer verified that the disinfectant was used within the expiration date and within the effective concentration levels. The customer also indicated that an ultraviolet light system is used for the rinse water. The scope is wiped with a clean paper towel and is stored in a simple cabinet without a drying function. It was not specified if olympus is the maintenance company used by the customer. It was also not specified if the scope was sterilized. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that the evis lucera elite colonovideoscope, tested positive for an unspecified bacterium in the forceps channel. The issue was found during a routine culture of the scope. According to the customer, the device had undergone reprocessing prior to culturing the device. The user did not report any patient/user harm or injury due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Defects were noted where: bending section rubber glue chipped; bending section rubber glue whitish; objective lens cracked; objective lens glue peeled off; nozzle stained; light guide lens cracked; light guide lens glue peeled off; suction cylinder scratched; universal cord scratched; universal cord wrinkled; boot on the scope connector section side scratched; insertion tube scratched; distal cover scratched; however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.